Manufacturer narrative:
Samples received: 7 unopened racepacks and 1 opened. Analysis and results: there is one previous complaint of this code batch regarding other issue. Manufactured and distributed (B)(4) units of this code batch. There are no units in stock. Received seven closed samples and one open and used sample with one of the needles detached from the thread (reference with double needle). Tested the needle attachment of the closed samples received and the results fulfill the OEM requirements. Reviewed the batch manufacturing record, the product had a normal process and the results during the process fulfill the OEM requirements. Needle attachment results before releasing the product were 1.19 kgf in average and 1.03 kgf in minimum and fulfilled the OEM requirements. Final conclusion: although the results of the closed samples received fulfills the OEM specification, note of this incident is taken in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device that is registered within the u.s. (B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: poland. It was reported that the needle detached from the thread during a liver surgery.